Manufacturer narrative:
Device passed idle current test, run current test, self test, off no power test and displacement test. No failed battery test alarm or low battery alarm noted. Device had cracked case at display window corners, cracked reservoir tube lip, stained end cap sticker and stained address number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. The insulin pump alarmed failed battery test again while troubleshooting. Customer's blood glucose level was not reported. They got a low battery and inserted a new battery since customer has called about this issue in the past. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.